Manufacturer narrative:
Lot 16e031 was manufactured may 18, 2016 ¿ may 20, 2016. The actual sample was received containing approximately 240 ml of fluid in the bladder. A luer connector was attached to the folfusor¿s luer. The luer connector is not a baxter product. Visual inspection on the returned unit found no evidence of a leak at the luer lock or any other parts of the device. A functional leak test was performed by manually filling the device bladder with green colored water. After fill the device was monitored until the next day. The next day, no evidence of leak was found. The reported condition was not verified during evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor had leaked at the luer lock level. This event occurred during patient infusion. The device had been filled with 3600mg of 5fu, diluted with nacl 0.9%. The total fill volume equaled 230ml. There was no patient injury or medical intervention associated with this event. No additional information is available.